Event description:
This MDR is related to MDR 3013840437-2022-00045, referring to the same patient. This spontaneous report was received from an us nurse and concerns a female patient. She was injected on the periosteum, with radiesse(+), into mid face. The batch record review was received and the lot number for radiesse(+) was confirmed as a00044430 (expiry date: 01/2024). A lot search in the global safety database was conducted. After the radiesse(+) injection, the patient experienced a vascular occlusion. On the day after the radiesse(+) injection, the patient complained of pain (8 out of 10). Upon the assessment, the reporter noticed a slight blanching (reported as planching) on the skin, but when the patient opened her mouth, the reporter noticed more necrosis on the inside of the mouth. The reporter used hylanex, sodium thiosulfate (reported as sts), viagra, nitrous paste and viagra for the patient, at the time (as reported). The outcome of the events was unknown.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event necrosis (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00044430 was reviewed. A lot search was conducted on the reported lot number and no other similar events were noted, no nonconformances were noted.

Event description:
This MDR is related to MDR 3013840437-2022-00045, referring to the same patient. Follow up information was received on 20-apr-2022: the linking sentence was added to the top of the narrative. The patients weight (as reported approximately 150) and age were provided. She was 55 years old at the time of the events. The patient was previously injected with radiesse(+),into the cheek, 2 times prior, with no complications. Concomitant medications were reported as none. The next day after the injection, the patient called with 8/10 pain on her right cheek. She received viagra, prednisone, nitro paste, 324 mg of basa every day (as reported),and was treated with a hyperbaric chamber for 1 hours, 3 times. As reported, the last time the reporter saw the patient she looked to be a full recovery. It took about 2 weeks. She stayed on basa and completed another treatment with a hyperbaric chamber after she saw the reporter. No relevant laboratory tests were performed. Due to the provided information, the outcome of the events was considered as resolved, and was therefore changed from unknown. In the opinion of the reporter the events were related to radiesse(+).